Manufacturer narrative:
The device was tested on bench and no anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable before, during and after the procedure.